Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced a low blood glucose (bg) of 52mg/dl. Reportedly, customer's basal rate settings were too high. Bg was treated with juice and food. Recommendation was made to consult with healthcare provider regarding diabetes management.